Event description:
Customer reported that the insulin pump was exposed to fluid/moisture. Customer states that the display screen is blank. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No blank display noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly and on motor.